Event description:
This sheath was used during an implant procedure on (B)(6) 2018. Two-incision technique was attempted but one sheath got lifted. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).